Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation of photos provided by the customer identified that the anchor tip of the device had fractured. However, without the return of the device, further investigation cannot be performed. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
It was reported that during a rotator cuff procedure, when the surgeon was implanting the ar-1920sf, the anchor rolled and was removed from the patient. The case was completed by using a new ar-1920sf. Images attached.